Event description:
The customer reported that the cuff burst.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record file was reviewed, and no discrepancies were found according to the reported issue. A sample analysis could not be performed since no photos or physical sample was available for evaluation. The reported issue could not be confirmed. The complaint shall be reopened if sample is received at a later date. As part of the investigation, the manufacturing process was reviewed. The process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, the root cause could not be determined. A corrective and preventive action will not be initiated at this time. This complaint will be used for tracking and trending purposes.